Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #3005099803-2009-04815 for the other associated device information. It was reported to boston scientific corporation that two radial jaw 4 single use biopsy forceps large capacity were used during a flexible sigmoidoscopy procedure performed in 2009. According to the complainant, during the procedure, the forceps opened, closed and then buckled. Due to resistance upon removal, the device and scope were removed in tandem. A second radial jaw 4 single use biopsy forceps large capacity device was inserted, and the same event occurred. The device and scope were removed in tandem in second time. It was reported that biopsy samples were collected with both devices prior to the buckling of the devices. The procedure was completed with a third radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.